Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's ipg would not communicate with external devices after undergoing a lead placement procedure where the device was not placed into surgery mode. As a result, surgical intervention was undertaken on (B)(6) 2019 where the ipg was explanted and replaced. Issue resolved.

Manufacturer narrative:
The reported observation of ¿possible service app mode¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to a surgical procedure for a lead revision.